Event description:
Additional information was received. It was noted that the long load time was due to the amount of data on the disc. The system was functioning as intended.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, ubd: unknown, UDI#: unknown also see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when trying to load a disc in the dvd (digital video disc) drive, the system was trying to load and acted like it was spinning but it could not read. Once another disc was entered, images from the previous disc would show up but could not download. This issue occurred with every disc inputted in the system. Troubleshooting was performed. The manufacturer representative (rep) confirmed scans would upload from picture archiving and communication system (pacs). The rep reported that the site normally uses pacs. The rep confirmed that the disc issue resolved after loading disc for 11 minutes. There was no patient involvement.